Manufacturer narrative:
The returned device was received not deployed. The download data exhibited a drive stall and timeouts within the pods first 25 pulses. The pod ran a total of 60 pulses and shows graphical data for both first and second priming, but the ratchet gear firing flat was far from it's expected vertical orientation that would normally release and deploy the needle (most likely due to the observed drivestall). The pod was disassembled and no damages, defects, or debris was found within the pod that would cause the observed timeouts and drive stall. An external power source was applied to the pod which successfully deployed the needle, but after a total of 76 pulses from when the pod was opened, a drive stall was replicated. It could not be determined why the needle did not deploy during the second priming sequence.correction to d(4): sequence number changed from (B)(6) to (B)(6). Unique identifier (UDI) # changed from (B)(4) to (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while activating a pod the cannula did not deploy and the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.